Event description:
The customer stated that she was hospitalized for high blood glucose levels and chest pain. The reported blood glucose reading at the time of the call was 499 mg/dl. The customer was calling to get more training on the insulin pump. At the hospital, the customer was advised not to use the insulin pump until she had been properly trained. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.